Event description:
Follow up information identified reprogramming was able to provide effective stimulation(date unknown) , however once the patient returned home the stimulation turned off and the sjm representative was unable to obtain any further information as to why the stimulation was turning off. The sjm representative met with the patient again and lead diagnostics were unable to be completed as the patient left the programmer at home. The patient stated she did not turn the stimulation back on because she becomes frustrated. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation. Reprogramming is able to resolve the issue, however the next day the issue reoccurs. Surgical intervention is pending to address this issue.

Event description:
After further review of previous update information, it was identified reprogramming was able to provide effective stimulation, and there are no issues with the patient¿s lead. Surgical intervention was planned to address the ipg turning off issue (reference MFR report#1627487-2014-01676).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.